Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm rupture.

Event description:
The following information was reported to gore: on (B)(6) 2019, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for an abdominal aortic aneurysm. On (B)(6) 2020, the patient presented with pain. Examination revealed a proximal type I endoleak and ruptured aneurysm. On the same day, the patient underwent a reintervention. It was reported when the anesthesia was inducted, the patient was in a state of shock, but the heart rate was stable. Two aortic extender endoprosthesis were deployed to extend the device proximally. The endoleak was resolved and the patient tolerated the procedure. Reportedly, the physician suspected that the aneurysm ruptured due to a proximal type I endoleak.

Manufacturer narrative:
H6: 213 no device problem found. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications.